Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports feeling an electric shock while scanning their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports feeling an electric shock while scanning their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no and no damage or evidence of electrical shock was observed. No corrosion was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the sensor's pcba (printed circuit board assembly) and no evidence of fire or short, missing/damaged component was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. It was determined that the voltage on the battery in not enough to cause an explosion and all the tests performed passed, this issue is not confirmed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.